Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited an electrical reset during high voltage therapy, power on reset, loss of wireless telemetry, and data is missing on the device. The right ventricular (rv) lead exhibited a possible insulation breach. An arcing issue between the device and lead is possible based on the reported information. The device and lead remain in use until further investigations are completed. No patient complications have been reported as a result of this event.